Event description:
It was reported through implant card received that a vns patient underwent a full revision. The generator was replaced prophylactically and the lead was replaced due to lead break. Follow up indicated that the high impedance was showed first in a routine clinic appointment for the vns checkup on (B)(6) 2016, in addition to the near end of service flag. During the battery replacement, the impedance value was showing 6300 ohms, therefore the lead was considered broken and was changed as well. The explanted lead was discarded and the explanted generator was retrieved. The review of the manufacturing records confirmed that the lead passed all functional tests prior to distribution. The review of the available programming and diagnostic history data did not reveal any anomalies. The explanted generator return is expected but this has not been received to date.

Event description:
The explanted generator was received by the manufacturer and analysed. Review of the data downloaded from the pulse generator shows an indication of further increased impedance value from 8978 ohms, to 20619 ohms, and the time of change detection (B)(6) 2016 (explant (B)(6) 2016). The vns programming history database shows the last known diagnostic test was performed on (B)(6) 2002 ((B)(6) 2014 adjusted date) with an impedance value of 2690 ohms (implant (B)(6) 2012 / explant (B)(6) 2016). A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.799 volts as measured during completion of test parameter of the final electrical test, shows an ifi=yes condition. The data in the diagaccumconsumed memory locations revealed that 62.767% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.